Event description:
During a pci procedure, the maverick 2 monorail balloon ruptured at 6 atm's on the initial inflation. The lesion being treated was a very calcified, 99% stenotic lesion in a very tortuous distal rca. No pt injuries or complications were reported. Pt status is listed as "good."